Event description:
I was informed of a surgery where the physician brought the patient back to insert a constrained liner and had the stem come out. It was a stryker cup and the liner was removed. Not sure of the stem. No additional information is available. Update: "revised because of dislocation."

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the product was returned for evaluation . Damage is visible on the rim of the liner most likely caused by explantation damage. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event itself cannot be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are required to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
I was informed of a surgery where the physician brought the patient back to insert a constrained liner and had the stem come out. It was a stryker cup and the liner was removed. Not sure of the stem. No additional information is available. Update: "revised because of dislocation."